Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The power supply assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly; however, the reported failure was not duplicated. The power module was tested in a mock-up device with no observed failures. Further cause of the reported issue was not determined.

Event description:
It was reported that the device would not power on. There were no reports of pt use associated with the reported failure.